Event description:
Following the information reported, the incident occurred during the lifting of the resident from the bed using maxi move passive floor lift and sling (no information if the arjo sling was used). The resident slipped out of the sling. As a consequence, the resident sustained a split open back of the head and a broken leg. Despite several attempts to contact the customer, no additional information concerning event circumstances was provided.

Manufacturer narrative:
The involved passive floor lift was evaluated by an arjo technician. There was no malfunction found that could contribute to the reported event. The sling used to transfer the resident was not available for inspection. It could not be confirmed whether the sling that was used to transfer the patient was manufactured by arjo. According to the operating and product care instructions for maxi move passive floor lift (04.km.00): ¿maxi move is intended to be used with arjo slings. Only use arjo-supplied lings and stretchers that are designed to be used with maxi move¿. Following the limited information provided, the cause of the patient's fall cannot be determined. Arjo device was used for a resident transfer when the event occurred and from that perspective, it played a role in the event. The device was not performing as intended. The complaint was decided to be reportable as the patient fell out of the sling during the transfer. As a consequence, the resident sustained split open back of head and broken leg.